Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. Ts discussed programming options as well as recommending capturing a reference subcutaneous electrocardiogram (s-ECG). This device remains in service. No additional adverse patient effects were reported.